Event description:
Consumer reported complaint for the trueplus single-use insulin syringes. The customer stated that the 31g syringes were not "letting out the air" which in turn does not dispense the correct amount of insulin. The package had not been open or damaged when received by the customer. The customer has been using the product out of this package since 05/25/2025. The customer feels well and did not report any symptoms. Customer did not claim to be injured while using the syringes. No medical attention associated with the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4). Syringes were not returned for evaluation. Note: customer contacted manufacturer on 10-jun-2025 to report that the replacement product did not resolve the initial concern - internal report reference number (B)(4). Customer declined to be sent additional replacement product.

Manufacturer narrative:
Sections with additional information as of 15-jul-2025: h6: updated FDA¿s type, findings and conclusions codes. H10: syringes were not returned for evaluation. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using syringes from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.